Manufacturer narrative:
The user facility filed a medwatch report in response to this occurrence. Reference uf/importer report (B)(4). Evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the products from this lot remained in inventory. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use for the memory soft wire basket includes the following warning: surgical intervention may be required if stone impaction and/or basket fragmentation occurs. Prior to distribution, all memory soft wire baskets are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective actions: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook memory soft wire basket. The physician attempted to crush a stone with the basket. The wires of the basket broke and the stone with the basket became lodged in the patient's common bile duct. The patient was hospitalized and underwent emergency surgery in order to remove the basket and stone from the common bile duct.